Manufacturer narrative:
One sterile 4.5mm cannulated endoscopic drill bit used for treatment, was returned for evaluation. The complaint stated: ¿the drill appear as bent before the bone tunnel was inserted, the drill was broken during drilling. The broken piece was removed with the grasper. No patient injury was reported. 10 minutes delay was reported.¿ visual inspection indicated that the drill was damaged. This was focused primarily on the distal tip. Blades were scratched and crushed. The appearance is that damage was either from bone or another instrument and excess torque. Per instructions for use: ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device.¿ product manufacturing documentation shows that the complaint devices met specifications upon release to distribution.

Event description:
It was reported that during an acl reconstruction procedure, when the drill was used to prepare the femoral tunnel over the passing pin, the surgeon noticed the drill appear as bent before the bone tunnel was inserted, the drill was broken during drilling. The broken piece was removed with the grasper. 10 minutes delay and the same device was used to complete the procedure. No patient injury was reported.